Event description:
Customer reported receiving a high reading with their freestyle meter of 112 mg/dl. They started feeling bad and fainted. Paramedics were called, who tested the customer with their unknown brand meter and received a reading of 43 mg/dl. The customer was then transported to the hospital. Unspecified carbohydrates and an IV were provided to the customer as treatment.